Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and was not providing biventricular pacing. It was noted that x-ray showed the lead had moved and likely pulled back or dislodged following an atrioventricular node ablation the day of the implant. The patient had multiple cardiac issues prior to the system implant, and further lead testing or adjustment could not be done at the time of the procedure as the patient was not stable. The device was programmed to rv only pacing with lv output reduced. The plan is to reassess the system once the patient is more stable. No adverse patient effects were reported.